Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer inadvertently delivered multiple boluses and ¿stacked insulin.¿ subsequently, the customer¿s blood glucose level dropped to 45-246 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Customer loaded a new cartridge to resolve the issue.